Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a routine clinic follow up interrogation. During interrogation, noise on the chronic atrial lead was noted. This noise was documented before. No programming changes were recommended by the physician. Patient was in stable condition.